Event description:
It was reported that the pta catheter shaft burst during first inflation while being used in heavily calcified stenotic lesion in the av fistula. Reportedly, a 10cc syringe was used to inflate the balloon successfully; however, when the user attempted to inflate with a 3cc syringe, the catheter shaft burst. There was no difficulty retracting the device through the sheath. Another pta balloon was used to successfully complete the procedure. There was no pt injury.

Manufacturer narrative:
A further clinical review was performed and identified this event to be MDR reportable pursuant to 21 cfr part 803. The device history records have been reviewed with special attention to the raw materials, the subassemblies, the manufacturing process and the quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. The device was returned. The investigation is confirmed for a shaft burst. Per the complaint comments, 10cc and 3 cc syringes were used to inflate the device. Additionally, the lesion was a heavily calcified stenotic lesion. Therefore it is unk if pt and/or procedural issues contributed to the reported event. The definitive root cause could not be determined based upon the available info. The info provided by bard represents all of the known info at this time. Despite good faith efforts to obtain additional info, the complainant / reporter was unable or unwilling to provide any further pt, product, or procedural details to bard.